Event description:
New information received noted that fluoroscopy was performed. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the right ventricular (rv) lead failed to capture. The physician explanted and replaced the rv lead. There were no patient consequences reported.

Event description:
New information received noted that no abnormalities were noted under fluoroscopy. Additionally, the physician had attempted to reposition the rv lead; however, the helix failed to extend during the procedure.